Manufacturer narrative:
(B)(4). D10: unknown cup unknown. During the submission of the supplemental report for mdt938460 (0001825034-2025-01820), it was discovered that the report ID duplicated that of another submission. Thus this event is being captured on this file as the prior report that was a duplicate, was for another event. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Liner: review of the device history record identified no deviations or anomalies during manufacturing. Liner: review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to disassociation. The liner disassociated from the cup. The liner and cup were explanted.